Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed. A query of shipped orders of all fresenius apd luer lock connectors shipped to the patient and user facility accounts within 3 months preceding the reported event showed that neither account had received any orders of this product. Therefore, a device history record (DHR) review of potential product lots involved could not be performed. As a physical evaluation nor DHR review could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was initially reported that a peritoneal dialysis (pd) patient previously encountered a fluid leak after their apd luer lock connector became disconnected and fell off. The number of previous occurrences and the dates of events were unspecified. Event date will be captured as (B)(6) 2020. It was not reported if this occurred during treatment. There was no adverse event, serious injury, or medical intervention attributed to this event. Multiple follow up attempts to acquire additional information were performed, however, to date a response has not been received. There is no sample available to return to the manufacturer for physical evaluation.